Event description:
During a ptca/stent procedure to treat a very tortuous rca, the stent failed to cross and was removed. The guiding catheter was then exchanged for a different shape and the stent delivery system (sds) was advanced again, but due to the tortuousity, the sds would not cross and became stuck. The stent was dislodged in the rca as the sds was being pulled into the guiding catheter (contrary to instructions for use). Due to the difficult anatomy, no retrieval attempts were made and the stent remained in the rca. The case was aborted. The patient went to surgery the next day, but it was reported that it was not due to the lost stent. No patient effects were reported.